Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor failed per specifications due to high readings.

Event description:
It was reported that the customer's insulin pump was threshold suspending, based on discrepant sensor readings. Customer's blood glucose was 204 mg/dl when the sensor gave a reading of 59 mg/dl. Customer also received a bad sensor alert. Insertion and calibration techniques were discussed. Nothing further reported.